Event description:
It was reported that prior to procedure the nim trivantage emg tube while preparing the anesthesia tested the inflator on the balloon and wouldn't stay inflated. The 10ml size syringe and 8 ml air was used to inflate the cuff. The another new emg tube was opened and worked as intended. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.